Event description:
The following allegation was reported to davol by the patient's husband: it is alleged that in 2004 or 2005 the patient was implanted with a bard composix kugel mesh. Following implant it is alleged that the patient received a recall letter form the implant facility regarding the bard composix kugel mesh. At that time it is reported that the patient requested to have the mesh be explanted. However, her doctor refused to perform the surgery due to other comorbidities. It is alleged that the patient has experienced pain for several years adn that the patient has a bulge in her stomach and that imaging tests were recently performed and revealed that the mesh ad disintegrated and was in pieces. Reportedly, on (B)(6) 2015 the patient underwent explant of the mesh. Attempts were made to gather additional information however the contact refused to provide additional details.

Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could not be conducted. As reported the alleged problem may be related to a hernia recurrence, which is a known possible complication identified in the adverse reaction section of the IFU. Based on the limited information provided, no conclusions can be made at this time. The subject product is alleged to be part of the composix kugel recall, however without a lot number we cannot confirm this. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.